Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient ipg would not communicate with the external devices. In turn ipg became inoperable. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
Product problem was reported in the initial report, but upon analysis of returned device no problem detected. Ipg passed discharge test. No root cause was identified for reported event.